Event description:
Allegedly, the seroma led to a secondary infection in a pt operated for scoliosis. Intravenous antibiotherapy had to be administered and all the hardware had to be removed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in the package insert. Product not returned for evaluation. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00112. This event occurred in greece.